Event description:
It was reported that a right ventricular leadless pacemaker failed to disconnect from patient's tissue during the mapping process. Troubleshooting, including advancing the device, holding the helix straightforward, and rotating the catheter, was completed. Device was eventually removed from the patient, but helix had been stretched. The device was replaced to complete the procedure. Patient was stable with no consequences.

Manufacturer narrative:
The reported event of failure to disconnect could not be confirmed. The reported event of stretched was confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with the force used in the procedure. Visual inspection showed that the tether hole was within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.